Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers. The possible lot numbers are 920125h, 910235h, 910245h, and 881995h. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of normal saline. After an unspecified length of time in use, the tubing separated from the option-lok male adapter. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was received.